Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two decontaminated samples were received and evaluated. The reported condition is confirmed; the product does not meet specifications. A walk through of the manufacturing process was performed showing there are opportunities of improvement in the assembly method. The standard work instruction was updated in order to include more detailed instructions of the process steps for the operator to follow for the assurance of an adequate assembly of the stylet and hub. This includes detailed steps to follow in the use of the assembly machine and proper use of the fixture. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that it was not possible to remove the guide wire so the nurse requested a new probe. Upon removal of the guide wire, the probe doubled (kinked) and was no longer possible to be used. There was no patient injury.